Event description:
Pt was a (B)(6) male on bipap for respiratory failure. The pt had been taken off the machine briefly and was placed on high flow nasal cannula. He was placed back on bipap shortly after. The machine was checked prior to placing pt back on and no defects were noted. Within approx five mins the machine was witnessed to have alarmed while plugged into the outlet and went blank. The pt subsequently developed respiratory distress and required manual ventilation. The pt was placed a new machine and was stabilized briefly and subsequently expired shortly thereafter.